Event description:
Information received indicates the foot hi/low cylinder is drifting slowly.

Manufacturer narrative:
The technician isolated the issue to the hydraulic cylinder leaking fluid. He replaced the hydraulic cylinder to repair the stretcher.